Manufacturer narrative:
The patient¿s weight was not provided. (B)(4). Approximate age of device- 2 years and 5 months. The patient remains ongoing with the lvad device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device on (B)(6) 2014. It was reported that on (B)(6) 2017 the patient presented with a gastrointestinal bleeding (gi). An endoscopy (egd) was done and it was determined that the cause of the bleeding was due to ulcers. The patient¿s inr was therapeutic. The ulcers were treated with integrilin and heparin and resolved. No additional information provided.

Manufacturer narrative:
A direct correlation between the left ventricular assist system (lvas) and the reported event could not conclusively be established through this evaluation. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.